Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited sensing of r wave amplitude variation and failure to capture. X-ray confirmed that the rv lead found a hole from a previous perforation in the heart and perforated again. The physician opted to explant the lead. The patient was in stable condition.